Event description:
It was reported that the processor has melted in the charging box. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.